Event description:
It was reported that foreign matter occurred with a neoflon yel 24ga IV cannula. The following information was provided by the initial reporter, "the catheter tips were damaged like broken, torn etc."

Manufacturer narrative:
H.6. Investigation: 3 photos and 1 used sample were returned for investigation. 3 photos were returned for investigation. The 1st photo shows the top web with batch #4107481 (product expired on apr19). The 2nd photo shows the peelback on catheter tip. The 3rd photo shows the fiber-like foreign matter. The used sample was subjected to visual inspection. Peelback and fiber-like foreign matter were observed on the catheter tip. The sample was then further sent to laboratory for analysis. Based on the laboratory test report, the fiber-like foreign material could possibly be cellulose material. Peelback: the probable root cause for peelback could be due to tubing material. CAPA#81917 was issued to review the tubing material. Foreign matter: based on the laboratory test report, the foreign matter matches that of cellulose. Cellophane is a derivative of cellulose. Paper, wood, cotton and similar materials are also composed of cellulose. As the sample received is a used sample, the fm could either be from the manufacturing plant or the fm could be attached to the catheter during product application. Manufacturing process has been reviewed. The fm could come from paper use for documentation or cotton from clothing. A gmp awareness training has been performed for all associates working in neoflon production line and this complaint batch was produced before the training dates. The fm could also come from cotton use for antiseptic swap on patient's skin prior to product application. The fm could had attached onto the catheter of the product. A review of 12 months qn on reported nonconformance was performed. No related qn was raised. Therefore the root cause cannot be established.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred with a neoflon yel 24ga IV cannula. The following information was provided by the initial reporter, "the catheter tips were damaged like broken, torn etc."